Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found. Therefore, no additional actions are deemed required. The trend of a050401, fluid blood leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported, a left side deflation. The device has been explanted.

Event description:
Healthcare professional reported a left side deflation. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02may2024.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, an opening on anterior assessed, as an unidentified (tear) opening. And observed, an opening on anterior assessed, as surgical damage. Additional observations: no other observations observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a left side deflation. The device has been explanted.